Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.